Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded damage keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 186mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.